Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing after delivering 27 units. During troubleshooting with tandem's technical support, the customer straightened the luer lock and fill tubing was resumed successfully. There was no information provided regarding the customer's blood glucose level.